Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(4). Device will not be returned.

Event description:
Customer reported he received the following results on 2 different compact plus meters within 5 minutes: 319 mg/dl (compact plus system 1) and 150 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the test strips are not available to return and the lot number is not available.